Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
It was reported by claimants attorney, that injuries were sustained on (B)(6) 2015 when the syk anchorage plate used to fuse the bone in the foot allegedly broke in half while standing. No revision/explant details provided.